Event description:
Pt reported that they went to hospital in 2004 due to low blood glucose (1.1 and 2.7 mmol/l). Pt was treated with IV dextrose. Pt's low blood glucose began two weeks prior to day of report.